Manufacturer narrative:
Corrected to indicate that this ipg is not included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice. Corrected to reflect that these are not related to the advisory notice.

Event description:
Additional information revealed that updating the wireless software did not clear the elective replacement indicator (eri) message.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced. Postoperatively, the patient has effective therapy.